Manufacturer narrative:
This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00281, 3003742446-2011-00088, 3003742446-2011-00089 and 3003742446-2011-00090. A (B)(6) male patient from the (B)(4) study experienced a peri-procedural myocardial infarction post implantation of several cypher stents. The patient was enrolled in the (B)(4) study with lesions in the proximal and mid (lad) and the mid and distal (rca). The proximal lad was restenotic, 24mm in length, with 85% stenosis and the vessel was 3.5mm in diameter. It was treated with a 3.5 x 28mm cypher stent. The mid lad was restenotic, 19mm in length, with 85% stenosis and the vessel was 3.5mm in diameter. It was treated with a 3.5 x 23mm cypher stent. The mid rca was 29mm in length, severely calcified with 85% stenosis and the vessel was 3.5mm in diameter. It was treated with a 3.5 x 33mm cypher stent. The distal rca was 23mm in length, moderately calcified with 90% stenosis and the vessel was 3.0mm in diameter. It was treated with a 3.0 x 23mm cypher stent. All of the stents were deployed at 20atm. The rated burst pressure indicated in the IFU is 16 atmospheres. Exceeding the rbp can result in damage to vessel intima. Post procedure troponin I was 0.30 (ratio 5) and that ECG core lab report, which was not previously available, reported no major st-t abnormalities and no new q waves. The adjudication agrees with periprocedural mi related to device and procedure. During the 6 months follow-up, the patient had stable angina. Approximately seven months post index procedure, the patient experienced an st elevated myocardial infarction. There was a severe, discrete stenosis of 80% in the proximal vessel, immediately proximal to the previously placed stent in the left anterior descending (lad) artery. This mi and restenosis were previously reported. The patient was treated with balloon angioplasty and the event resolved without sequel. It was also noted that there was 30%, mild restenosis in the stent previously implanted in the mid right coronary artery (rca). The stent in the distal rca was widely patent. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to a diagnosis of myocardial infarction. Inflation of balloons over the recommended rated burst pressure may also lead to excessive intimal damage. Based on the information provided, there are possible vessel and inherent risk of procedure factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00281, 3003742446-2011-00088, 3003742446-2011-00089 and 3003742446-2011-00090 additional information will be submitted upon 30 days of receipt.

Event description:
It was noted, during a 6 months follow-up, that the patient had stable angina. Approximately seven months post index procedure the patient experienced an st elevated myocardial infarction. There was a severe, discrete stenosis of 80% in the proximal vessel, immediately proximal to the previously placed stent in the left anterior descending (lad) artery. The patient was treated with balloon angioplasty and the event resolved without sequel. It was also noted that there was 30%, mild restenosis in the stent previously implanted in the mid right coronary artery (rca). The stent in the distal rca was widely patent. The patient was enrolled in the (B)(4) study with lesions in the proximal and mid (lad) and the mid and distal (rca). The proximal lad was restenotic, 24mm in length, with 85% stenosis and the vessel was 3.5mm in diameter. It was treated with a 3.5 x 28mm cypher stent. The mid lad was restenotic, 19mm in length, with 85% stenosis and the vessel was 3.5mm in diameter. It was treated with a 3.5 x 23mm cypher stent. The mid rca was 29mm in length, severely calcified with 85% stenosis and the vessel was 3.5mm in diameter. It was treated with a 3.5 x 33mm cypher stent. The distal rca was 23mm in length, moderately calcified with 90% stenosis and the vessel was 3.0mm in diameter. It was treated with a 3.0 x 23mm cypher stent. All of the stents were deployed at 20atm. Addendum (02/18/2010): the cec minutes from received january 21, 2011 were reviewed. The adjudication reports post procedure troponin I of 0.30 (ratio 5) and that ECG core lab report, which was not previously available, reported no major st-t abnormalities and no new q waves. The adjudication agrees with peri-procedural mi related to device and procedure.